Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was having trouble with his infusion set and was trying to load it but it keeps saying no delivery. Caller was trying to change the customer's infusion set and verified that the insulin did exit the tubing. Caller verified that there was no resistance. Caller stated that the pump alarmed no delivery during manual prime to at least 5.0 units. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan. Customer agreed to return the pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, a21 error test and passed off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.